Event description:
It was reported that, "pt presented with a disassociated acetabular shell approx 8 weeks post op, secondary to an acetabular fracture. Pt's acetabular shell was revised with a revision prosthesis supplemented with a titanium augment and screw fixation."

Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.